Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement that was noted before patient was discharged after the implant procedure. It was confirmed through fluoroscopy that the helix appeared to be fully retracted. This lead remains in service. No additional adverse patient effects were reported.